Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed the reported issue. Analysis of log file revealed the system was disconnected from the power supply via emergency power off button. A philips field service engineer inspected the system onsite and found the wall mounted emergency power off button was engaged, cutting off the mains power to the system. To resolve the issue, the fse disengaged the emergency power off button. The system was returned to use in good working order and ready for clinical use. Based on the information available, it is understood that user had activated the emergency power off button and there was no malfunction with the azurion system. At the time this complaint was received, philips did not have enough information to exclude the potential for a philips system malfunction, and as such the complaint was reported. Since that time, it was identified that there was no malfunction with the azurion system, and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint. .